Manufacturer narrative:
Continuation of d10: product ID 37744 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient states since saturday they have been trying to connect to the ins but are having trouble. Pt states the handset is showing the communicator is not found. Pt states they have the wr over the ins. Agent reviewed pt can only have one app open at a time. Agent had pt put the wr on the docking station and turn off the power. Agent had pt confirm the green light is on the dockingstation. Agent had pt tap on the 3 lines in the lower left-hand corner of the handset and tap on close all. Agent had pt removed the handset and the communicator for easier troubleshooting. Agent had pt tap on mystim rc and then connect. Handset was able to connect to the communicator right away. Handset is showing it is not able to connect to the ins. Agent had pt put the communicator and the handset back into the case. Agent reviewed general use of the handset and communicator. Agent had pt tap on the 3 lines in the lower left-hand corner and tap on close all. Agent had pt tap on the recharge app. Agent had pt tap on the power button of the wr and it began to beep. Agent had pt put the wr over the ins and on the handset tap on connect. While on the call pt is charging excellent and the ins is showing red with no %. Agent reviewed general use of the wr. Pt will continue to charge until the ins is fully charged before turning on therapy. Pt will call back if they need further assistance. Pt states they were confused and not aware that they can only have one app open at a time. When asked when the last time the pt was able to charge the ins pt states they have been trying to connect to the device since saturday and they are in a lot of pain because they have not been able to connect to the therapy. Additional information was received from the patient restating previously documented information. When asked for rfc, patient mentioned the same reason and it's not working. Patient mentioned they were only able to get their implant charged up to 100% twice since they got their implant. Patient mentioned when the machine cuts off getting constant shock, agent asked and patient mentioned they were referring the machine to. During the call, patient mentioned the handset showed battery empty service code 336. Agent instructed patient to start a charge session and implant was empty charging at an excellent connection. Patient mentioned the charge quality would fluctuate and patient tried to reposition wireless recharger. Patient then tried to use their belt but was still having trouble with the charge quality fluctuating and patient mentioned they were able to maintain a stable connection at excellent for a little bit but the charge quality continued fluctuating. Patient mentioned they were having same issue in person at their hcp office. The patient was redirected to their healthcare provider to further address the issue.